Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the physician felt he had sized the patient appropriately, he had sutured the valve around the circumference of the valve and lowered the valve into position. Once the valve was in position the physician did not feel the valve fit as expected. The physician removed the device and replaced the valve with another manufacturers device. No patient complication were noted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory the valve is discolored showing evidence of blood contact. All leaflets were in the closed position. All leaflets were slightly stiff but flexible. This may be the result of blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Conclusion: based on the analysis results, this device meet the specification and is acceptable to be used. A review of the device history record (DHR) was also performed for this valve, there were no non-conformances identified in manufacturing process (raw materials, manufacturing time period, or packaging and labeling) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the information available and analysis results of the returned device a definitive root cause of the event was unable to be determined. Improper sizing is a known failure mode and is addressed in the current risk management file. (B)(6).

Manufacturer narrative:
Product analysis; without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. A request has been made to return the device. Conclusion: the device history record review is in process. Once the review is complete and if additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.